Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative troponin (tni) results on five patients using the triage profiler sob 25 test kit. Customer is using the following cut off's: triage: 0.05. Old centaur: <0.1 ng/ml. New centaur: <0.1 ng/ml. No pt info was provided. Patient's 8,9,10, and 12 used frozen plasma samples. Pt 14 samples was plasma edta of the day.